Event description:
Customer reported overinfusion on a 6060 pump. Pump was returned from the pharmacy with a note indicating overinfusion. No accuracy tests have been performed by the facility to determine level of overinfusion. No pt involvement has been reported at this time. Pump will be sent to baxter's repair ctr for eval.

Manufacturer narrative:
Device has been requested for eval. If device is rec'd and an eval performed, a follow up report will be filed.